Event description:
It was reported that the patient presented in-clinic for follow-up. Externalized conductors were noted via diagnostic imaging. High capture threshold was observed. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned cut in two segments. Externalized conductors due to internal insulation abrasion found at 10.1-14.9cm from the distal tip. External insulation abrasion was found at 19.1-19.4cm from the distal tip, consistent with lead friction to another device. External insulation abrasion was found at 6.4-6.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at all these locations.